Event description:
Procedure performed: ni. Event description: customer had several complains before. They totally lost trust and don't want to use the clipper anymore. Since month very often problems, the clipper is just not functional. Information received by applied medical rep via email on 28feb24: no clips made it between the branches. The customer hasn't submitted all complaints, because customers are upset and tired to do that again and again. Information received by applied medical rep via email on 29feb24: there are a lot of complaint not reported, and also never afterwards. Information received by applied medical rep via email on 11mar24: no patient injury happened, there are about 20 not reported cases and all cases regarding to no clip loaded issue. Intervention: ni. Patient status: no patient injury happened.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.